Manufacturer narrative:
The returned device analysis confirmed the reported leak. Additionally, it observed the taps on the gripper lever assembly was broken. The gripper lines were observed to be kinked. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, the reported leak appears to be due to observed break on gripper lever housing taps. A cause for the observed break could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report that during preparation of the cds, the gripper lever was leaking. It was reported that this was a mitraclip procedure to treat mitral regurgitation. During preparation of the clip delivery system (cds) when the gripper lever was flushed, a leak was observed coming out from the lever. Therefore, the cds was not used. A new cds was used successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.